Event description:
The manufacturer previously was informed a ventilator was alarming due to a keypad being stuck and unable to power off the device. The customer indicated the device was able to be powered off after a few minutes. The evaluation had not yet been completed. The device was returned to a third-party service center for evaluation. During the evaluation a service required alarm indicating the touchscreen failed was observed. The device's display and display board were replaced to address the issue. An alarm indicating all power sources were depleted was observed. The system board was replaced to address the issue. The internal battery was replaced to address an internal battery depleted alarm condition. Additionally, the device's particulate filter, blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, system board tubing, blower chassis tubing, fio2 tubing and low flow o2 tubing were all replaced due to contamination and yellowing. The device was tested and passed all final testing.